Event description:
It was reported by the patient's representative that the patient's cardiac resynchronization therapy defibrillator (crt-d) beeps loudly in the middle of the night and the patient's stomach is shaking because of it. The patient and their representative have been woken up two nights because of it. Follow up was conducted and confirmed that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead and the lead was reprogrammed. It was also noted that the cause of the beeping was not clear. The device and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: concomitant product 6935m62 lead, implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.